Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system an a review of the logs. The flow sensor was replaced and the cable contacts were cleaned. No report of patient involvement. (B)(4).

Event description:
The hospital reported that mechanical ventilation does not work. There was no report of patient involvement.